Manufacturer narrative:
H.6. Investigation summary customer returned three (3) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported that the needle clogged during the injection and the needle bent at the non patient end. All 3 pen needles were examined, and all 3 exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 3 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported during use the bd ultra fine¿ pen needle cannula was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the needle clogged during injection. Also reported needle bent at non patient end, stated that he noticed the bent needle when he attempted to investigate the cause of the needle clog. Consumer does not re-use and he does not prime the needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle cannula was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the needle clogged during injection. Also reported needle bent at non patient end, stated that he noticed the bent needle when he attempted to investigate the cause of the needle clog. Consumer does not re-use and he does not prime the needles.